Manufacturer narrative:
Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Oral b flossaction brushheads are falling off toothbrush [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that when using an oral-b healthy clean toothbrush, the oral-b triumph flossaction brushhead fel off. No symptoms developed. Scratch test completed, logo doesn't come off.